Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the compressor is noisy. Additional details states the unit would not alarm due to the power switch had a short circuit.

Manufacturer narrative:
No end user information provided. The product was evaluated and repaired by an independent repair center. A follow-up will be sent if additional information is received.